Event description:
It was reported that an access basic solution set was involved in a no flow incident during priming with an unspecified solution. The reporter stated that after the set¿s spike was inserted into the solution source and the regulating clamp was opened, solution would not flow into the line. No kink in the tubing was found before priming. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.